Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion even after replacing the battery twice in two days. Customer further reported he tested on a friend's (unspecified brand) meter, obtained a reading of 55 mg/dl, and self-injected glucagon. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: additional attempts to contact customer to complete troubleshooting were unsuccessful. Additionally, the actual date of the reported medical event is unknown. Additionally, all pertinent information available to abbott diabetes care has been submitted.